Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was ¿beeping¿. In addition, the patient reported they received a shock and sent a wireless transmission their physician. The patient reported the physician stated that the patient was in atrial fibrillation (af), and ¿it somehow tricked my device to think my heart rate was going very fast.¿ the ICD remains in use. No further patient complications have been reported as a result of this event.